Event description:
The customer stated that he received a blood glucose result of 278 mg/dl. He retested within 10 minutes and received a reading of 115 mg/dl. The defference between the readings falls in the "c" zone if the parkes error grid , making the difference clinically significant. The customer did not allege any adverse event due to the readings. The meter and strips are to be returned for evaluation, and a replacement meter and strips will be sent.